Event description:
Patient presented with sternal wound infection requiring surgery on (B)(6) 2025 due to corynebacterium amycolatum, after undergoing recent repair of sternal wound on (B)(6) 2025 with use of in setting of dehiscence and wires through bone, which required use of fibertape sternal closure after CABG (coronary artery bypass graft) on (B)(6) 2025. This was the 4th case of sternal wound infection due to this organism where fibertape sternal closure was used.